Manufacturer narrative:
The customer¿s report that a secondary infusion of potassium chloride kcl (20mmol/50ml) infused faster than expected was not confirmed or replicated. Review of the lvp event log found no programming anomalies. The pcu was not returned for investigation therefore no drug programming parameters could be determined. The administration set was also not returned for this investigation. Visual inspection of the pump module was performed. The platen assembly had a broken upper hinge post. The membrane frame assembly was cracked at the upper post insert. Functional testing (rate accuracy test) performed on the pump module found that the device was delivering fluid on the low side. Timed rate accuracy found the device infusing within specification. Functional testing was repeated with a known-good platen assembly and was found to be in specification. The root cause of the secondary infusion of chloride kcl (20mmol/50ml) expecting to infuse over 30 minutes however infused faster than expected was the broken platen upper hinge post. The root cause of the separation of the upper hinge post on the platen was not determined.

Event description:
The secondary infusion of potassium chloride kcl (20mmol/50ml) was expected to infuse over 30 minutes and infused faster than expected for an ICU patient. A normal saline bag (1000 ml) was started at midnight to infuse at a rate of 30 ml/hr via the primary line. The potassium replacement was started at 0100. At 0115 the user observed a fast flow in the drip chamber, the secondary medication bag was empty and the primary bag was half empty. The roller clamps for both sets were engaged, and the drip chamber continued to fill. The patient¿s distal cvc port distal lumen was clamped to stop flow. The user opened the pump door and identified a broken platen. The module was sent to biomed for evaluation. Lab blood work was planned after the infusion completed. The pc unit and tubing were not sequestered. There was no patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The secondary infusion of potassium chloride kcl (20mmol/50ml) was expected to infuse over 30 minutes and infused faster than expected for an ICU patient. A normal saline bag (1000 ml) was started at midnight to infuse at a rate of 30 ml/hr via the primary line. The potassium replacement was started at 0100. At 0115 the user observed a fast flow in the drip chamber, the secondary medication bag was empty and the primary bag was half empty. The roller clamps for both sets were engaged, and the drip chamber continued to fill. The patient¿s distal cvc port distal lumen was clamped to stop flow. The user opened the pump door and identified a broken platen. The module was sent to biomed for evaluation. Lab blood work was planned after the infusion completed. The pc unit and tubing were not sequestered.